Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 566222) was returned for evaluation. The returned driver was examined with magnified photography. The tip of the driver was broken; the part was separated into at least two fragments. The edges of the driver lobes that intersect with the fracture plane appeared to be chipped. Additionally, the portion of the drive feature that remained attached to the main driver body exhibited twisted lobes. The main body's drive interface terminates with a fracture plane perpendicular to the device's axis. This fracture plane was largely flat and exhibited no stretching or necking near edges (i.e. No ductility). Barring light chipping at fracture plane edges, the surfaces appeared largely smooth and sporadically textured; there are no regular occurrences of progression/beach/seashell marks on the fractured surfaces (i.e. No signs of fatigue). The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; as the returned part exhibited a perpendicular fracture plane, this may suggest that the device could have failed in a brittle manner during pure torsion with no off-axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 566222) broke. The surgery was completed after a 15-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00430 for the screw involved in this event.